Manufacturer narrative:
On february 15, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt, the previously unspecified device was confirmed to be a 525cc mentor memorygel breast implant, catalog# 3505251bc, lot# 6429722. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional information also indicated the patient experienced capsular contracture post-operatively, and that the rupture was noticed following a car accident. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 9, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 525cc breast implant was found to be ruptured (rupture a). Additionally, shell abrasion was observed on the edges of rupture a, and a second rupture (rupture b) was found on the anterior view, measuring approximately 1 cm. A microscopic examination was performed on the edges of both ruptures (a and b), and no instrument damage was observed on the rupture a and parallel striations were found in an area of rupture b, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of rupture b could not be identified. At the moment could not be determined if the device may have been damaged during or subsequent to surgery. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the rupture a could be the trauma experienced. Trauma is a known inherent risk of a gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old hispanic female patient underwent a breast surgery with an unspecified mentor gel breast prosthesis and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023, mentor received a corrected birthdate and serial number for this device. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).